Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. The valve remains implanted in the patient. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest that patient factors (heavily calcified leaflets) may have contributed to not performing a post dilation during the initial procedure. In addition, cardiac remodeling could be a contributing factor. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, approximately 6 years post implantation of a 29mm sapien xt valve in the aortic position by transfemoral approach, a viv was performed due to reoccurring heart failure episodes secondary to ¿mild paravalvular leak (pvl).¿ the original sapien xt valve was deployed 70:30 aortic/ventricular and the native leaflets were heavily calcified, therefore a decision was made not to perform a post dilation. Approximately 6 years later, a 2nd 29mm sapien 3 valve was implanted within the first 29mm sapien xt with trace pvl. The patient was stable post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: valve serial number provided serial number and expiration date manufacturer date.